Event description:
Subsequent to follow-up #1 medwatch report, the following information was provided: this was a femoral to femoral crossover procedure, in which the absolute pro stent delivery system was advanced from the right femoral artery over to the moderately calcified and heavily tortuous target lesion in the left femoral artery. No additional information was provided.

Manufacturer narrative:
The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted over the iliac bifurcation preventing the shaft lumens from moving freely and causing the thumbwheel to jam. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and jammed thumbwheel was unable to be confirmed as the stent was already fully deployed within the introducer sheath. The stent fracture was confirmed as there were multiple fractures noted on the device. Additionally the stent deformation was confirmed as the stent was completely stretched out. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely and causing the thumbwheel to jam. Additionally, it is likely that the distal end of the stent partially expanded and during removal, the stent caught on the introducer sheath causing damage and fractures to the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femora artery (sfa). The absolute pro vascular stent delivery system was advanced to the target lesion. An attempt was made to deploy the stent. The thumbwheel was turned approximately two times, but the stent would not deploy. After two turns, the thumbwheel would not turn again. The stent delivery system was then pulled back for removal; however, the device became stuck in the 6french cook introducer sheath. All devices were removed as a single unit, and it was noted that the stent had begun to unravel. A portion of the stent had separated, and the cook introducer sheath had begun to split. A snare device was used to remove the separated stent segment. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.